Event description:
Hcp reported the patient was having painful flexor spasms that did not respond significally well to either boluses or increases in the pump dose. Therefore it was suspected to be either a pump or catheter problem. The pump rotor study was negaitive while the catheter dye study was unable to be completed as the cerebro spinal fluid could not be aspirated. The pt was taken to surgery and "after initially difficult time aspirating cerebro spinal fluid, thought the obstruction appeared to be cleared and cerebro spinal fluid flowed freely". The catheter was repositioned, but not replaced. Initially, the patient had an improvement in their spasticity, but pt eventually was not getting consistent spasticity control in spite of boluses and oral medication supplements. Pt was taken back to surgery where the catheter was replaced. "During this surgery, it was mistakenly assumed that patient had had the pump replaced, and a larger bolus was given to patient had approximately a 500-mcg bolus of baclofen because the amount was calculated for the entire catheter length including that in the pump rather than the catheter alone." The pt became obtunded and had some respiratory depression. Pt was intubated prophylactically and maintained on a ventilator. Pt required IV dopamine and physostigmine and removal of 50cc of spinal fluid via the pump sideport. Within a few hours, the pt was removed from the ventilator and the dopamine was weaned off. The pump was restarted approx 30 hours later. The pt was discharged to home in good condition.